Event description:
The malfunction was noted in clinic. Additional information states that, the leads exhibited low impedance. Patient complained of tiredness. The patient was pacer dependent and the physician elected to replace the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, the atrial lead exhibited oversensing noise leading to auto mode switch episodes and an increase in capture thresholds. Upon viewing the x-ray, right ventricular lead was revealed to be dislodged; the lead also exhibited high capture thresholds. Both leads were capped and replaced during this upgrade procedure on (B)(6) 2018. The patient¿s condition post procedure was stable.